Manufacturer narrative:
The system was examined and the reported event was not replicated. The cable footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 11, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming cable footswitch. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse technician reported that a footswitch had bad contact with a system and the system was locking during a surgery. The footswitch cable was unplugged and plugged back in and the surgery was able to be completed without any issues. There was no patient harm.

Manufacturer narrative:
The footswitch cable was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was connected to a calibrated system for functional testing. Once connected the system indicated the left-horizontal switch on the footswitch was activated without pressing any buttons. The continuity of the wires along the footswitch was then tested and wire 9 was found to be shorted with ground. The root cause of the reported event can be attributed to a non-conforming footswitch cable. However, how or when this nonconformity occurred cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).